Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that for all reloads, the jaws were all open. Firing state: all reloads except reload f; the reload was fully fired. For reload f, the reload had a full complement of staples. For returned staples, reload a, which has a loose, fully formed staple. For reload b and c, a loose, improperly formed staple was observed. For reload h, a back-extruded staple was observed in the proximal end of the cartridge. For staple pushers, the following reloads had staple pushers that were sub-flush to flush with the cartridge: reload a, d, e, and g. For reload h, the staple pushers were damaged. The following reloads had a deformed clamping mechanism: reloads b and h. Functional testing found that reload a was loaded into a representative instrument (0799). The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was not cleanly transected. Visual inspection of the cutting edge of the knife blade showed damage. The reload interlock was tested and found to function properly. For reload b, c, d, and g, the reloads were loaded into a representative instrument (0799). The interlock was overridden. The r eloads were cycled without hesitation or binding and were applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. For reload f, the reload was loaded into a representative instrument (0799). The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and the test media was cleanly transected. It was reported that the staples did not hold, had poor formation, and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. The evaluation detected an unreported condition: damaged laminate hooks and back extruded staple conditions. Visual inspection of the laminate hooks showed damage on reload e. After engineering, reload e fired to examine the knife cut and found no abnormalities. Engineering took apart the reload to investigate for damaged knife laminates and found no damage. Engineering examined the reload for defects such as missing sleds, unseated cartridges, and missing blowout plates. No defects were found. Engineering fired reload h to examine the knife cut and found the knife did not cut the foam cleanly. Engineering took apart the device to examine the knife blade and found some damage due to an obstruction for the knife blade. Engineering noticed the back extruded staple in the proximal end of the cartridge and attempted to remove it but was unsuccessful. The cause of the back extruded staple is due to firing over an obstruction. The "s" shape of the back extruded staple was most likely due to the device being used on over indicated tissue. Engineering took apart the device and found the knife laminates to be slightly bent, which is an indicator of the device being used on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 ,h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection of the photos showed patient tissue which had been removed from the body. There was a large hole in the tissue that looked as if the staple line had opened up. Staples were noted along and near the cut line. Some of the staples were unformed. Staple lines of tissue still in the patient. There were many staples visible which were not fully formed. Other staples appeared to be loose. It was reported that the staple line was incomplete, the staple line did not hold, and there were issues with staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p5b0744) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty bypass surgery, there were no issues at the beginning of the stapling. At the end of the stapling, when a blue leak check test was performed, it was found that there was poor staple formation, and the staple line was incomplete with a nearly complete opening. The staples were unable to hold the staple line. The stapler was changed to recut without stenosing the eso-gastroplasty with a purple reinforced reload with an absorbable suture, and the excision of the failed excluded stomach with the breach. The blue test was again performed with a satisfactory result. The surgical time was extended for more than 40 minutes, and the patient's hospitalization was extended.